Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial testing of the unit during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit had intermittent low vacuum alarm. Unit needs a safety disk before pm and investigation can continue. Safety disk has expired hours. There was no patient involvement reported .

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). Additional information:e1(event site state-(B)(6)) additional contact details: person name: (B)(6). A getinge field service engineer (fse) reported during initial testing of unit while performing pm by getinge fse unit experienced intermittent low vacuum alarm, needs a safety disk before pm and investigation can continue. Safety disk has expired hours, replaced the safety disk ((B)(6)). Completed pm including all functional and safety tests as per manufacturer specifications. Returned to customer and cleared for use. No patient involvement is there.